Event description:
During the surgical procedure the customer experienced a recurring 20008 error code. No pt harm was rpeorted. The procedure was converted to traditional open surgical techniques to finish the planned surgery.